Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced speed drops below the low speed limit and pump stops. There was not enough log file evidence to confirm the cause of these events but the event did occur while the patient was connected to the power module so it could be related to a percutaneous lead issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed and pump-stop event can be confirmed based on the evaluation of the submitted log file. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed and pump stop event cannot be conclusively determined. The submitted log file contained data spanning from 29oct2020 21:55:20 to 13nov2020 09:37:08, per the timestamp. Throughout the captured data, one low speed event and pump stop was captured on (B)(6) 2020 from 21:00:23 to 21:01:01, while the patient was supported by the power module. Pump speed dropped to as low as 0 rpms. The accounted submitted a log file for review, which captured low speed and pump stop events. Technical services indicated that this could possibly be a short to shield issue, but it was not certain. There had been no issues since the event. The power was normal/ stable during the speed drops and pump stops. The account reported that it was unknown why the patient had the pump stop. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 03aug2016. No further information was provided. The manufacturer is closing the file on this event.